Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in the netherlands.

Event description:
Spinal cord ischemia. It is not determined if the event is related to the device. Patient outcome: "event is ongoing."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in the (B)(6).

Event description:
Spinal cord ischemia. It is not determined if the event is related to the device. Patient outcome: "event is ongoing."